Event description:
As the surgeon was tightening an implanted set screw with a depuy spine driver the driver head broke off in the set screw. The tip of the driver was securely retained in the set screw, which remains implanted in the pt. L2-s1 spine fusion with instrumentation.